Event description:
The hospital initially reported on (B) (6) 2009 that during an endoscopic vein harvesting procedure, a grey valve broke. It was unk what component this came from the kit, exactly what happened, how the procedure was completed, or the attending surgeon. The hospital did not report any pt complications. Maquet received additional info from this account on 09/10/2009 which stated, "the issue was with the short port btt where you inject the air, the little black one-way valve broke so it wasn't holding the air and staff was struggling during the case. They were able to complete the case using the same device with no pt effect."

Manufacturer narrative:
Investigation results: the visual inspection revealed that the black inflation valve popped out. Based on the reported complaint and the visual analysis, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. The reported failure "short port btt black inflation valve dislodged" was confirmed. (B) (4).